Manufacturer narrative:
The pump was received with no esc or act button response due to a flattened button dome switch. The lcd board was inspected and no anomaly was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was normal, did not require medical treatment. The customer stated that the act and escape keys were not sensitive. No further details were given.